Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore the device investigation revealed also mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported an obvious decline in the childs hearing performance after a head trauma. After nearly 3 months of observation there was no improvement. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported an obvious decline in the child's hearing performance after a head trauma. After nearly 3 months of observation there was no improvement. The user has been re-implanted.